Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised after patient complaint of pain. Intra-operatively, the femoral component was noted to be loose. The entire knee was revised. Rep can provide pictures, confirmed there are no allegations against the revised insert, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event:  an event regarding loosening involving unknown stryker femoral component was reported. The event was not confirmed.   Method & results:  -device evaluation and results: visual inspection: the device was not returned however photographs were provided for review. The image shows significant amount of blood on the device and and there is evidence of boney ingrowth. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided.  Conclusion:  it was reported that the patient's left knee was revised after patient complaint of pain. Intra-operatively, the femoral component was noted to be loose. No further investigation for this event is possible at this time as no devices and/ or insufficient information was received by stryker orthopedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised after patient complaint of pain. Intra-operatively, the femoral component was noted to be loose. The entire knee was revised. Rep can provide pictures, confirmed there are no allegations against the revised insert, and that no further information will be released by the hospital or surgeon.